Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and multiple occlusion alarms. The ;customer's blood glucose (bg) level was 500 mg/dl. The customer thought the high bg may have been related to the reported alarms. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with insulin injections and intravenous insulin drip. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. As the events had occurred in the past, troubleshooting for the occlusion and altitude alarm was not performed.